Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a loose/flush drive support cap noted. The unit had a cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and missing endcap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 12.1 mmol/l. Nothing further reported.